Event description:
It was reported that the universal high torque drill was experiencing run on during device inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the universal high torque drill was experiencing run on during device inspection at the manufacturing facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported event of the device having run on was confirmed. The device had damage to the cable assembly. Failure of the cable assembly can result in run on by allowing the electrical contact to keep the drill activated.